Manufacturer narrative:
The lot number of the device was either 2024051314 (manufacture date: 29 may 2024 and expiry date: 29 may 2027) or 2024051101 (manufacture date: 22 may 2024 and expiry date: 22 may 2027). Section e initial reporter: the initial reporter's first and last names and phone number cannot be provided due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp arteriotomy cannula, it was reported that the tip came off the cannula and it remained in the blood vessel. The customer had used this type of device in the same way for decades. They would insert the tip into the blood vessel, tie the blood vessel with a suture, inject a drug solution, cut the suture off the blood vessel and proceed to remove the cannula. At that time, the cannula tip remained in the blood vessel. The tip came off and was pulled out. The tip of the blood vessel was collected and another arteriotomy cannula was used. The procedure was completed without any issues. It was the first time the customer had ever experienced the issue in decades of use. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that because the broken piece remained near the entrance of the blood vessel, it was collected with a forceps. The same insertion site was used for the replaced device.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the tip is missing from the returned device. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.